Manufacturer narrative:
Concomitant medical product: 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2012; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible noise was detected on the cardiac resynchronization therapy pacemaker's (crt-p) atrial channel although no atrial lead was implanted. The device was currently programmed to pace and sense only in the right ventricle. The device remains in use. No patient complications have been reported as a result of this event.